Event description:
Reportedly, a valve-in-valve procedure into an unknown model and size aortic pericardial valve was performed after an implant duration of approximately 9 years due to degeneration leading to regurgitation. A sapien 3 valve was implanted successfully. Patient status was reported as discharged.

Manufacturer narrative:
This device is not distributed, marketed, or sold in the u.s.; however, it is similar to carpentier-edwards® perimount® rsr pericardial bioprosthesis (model no. 2800) which is marketed in the u.s.

Manufacturer narrative:
Degeneration of bioprosthesis. Method: device not returned. PMA/510(k): unknown. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted after a valve-in-valve procedure. The serial number of this device remains unknown; therefore, we are unable to conduct a device history record review. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct regurgitation and/or stenosis of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of calcification or host tissue overgrowth, dehiscence, fibrosis or non-calcific degeneration. In this case, minimal information regarding the condition of the bioprosthesis has been made available. Therefore, we are unable to confirm the clinical comments as provided by the health care provider. Patient gender, age and prior health history may have contributed to degeneration of this device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.